Event description:
In preparation for a procedure, the user selected a cook instinct endoscopic hemoclip. The inner clip was already broken in the package. There was no reportable information at this time. Additional information received on 31-may-2018: the arms of the clip, and there is a smaller clip inside [nitinol strip inside the clip jaws]. One of these was already broken [when taken out of the package]. There was no reportable information at this time. The device was received for evaluation on (B)(6) 2019. The nitinol strip inside the clip jaw was detached and not included in the return. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Continued from section d2 - common device name: pkl, hemostatic metal clip for the gi tract. Continued from section e3 - occupation: non-healthcare professional . Investigation evaluation: a visual inspection of the returned device was conducted. The nitinol strip was missing from the device and was not included with the return. The product was returned to the approved supplier for evaluation. The supplier provided the following information: the device was visually inspected under magnification for "nitinol strip missing". The reported event of "nitinol strip missing" has been confirmed. A new nitinol strip was attempted to be installed into the formed driver. This attempt was unsuccessful because the formed driver had been crimped into the cutouts in the nitinol strip. The cutouts are narrower in width than the total width of the nitinol strip. The two (2) tabs of the formed driver are touching. In the manufacturing process clip devices are 100% verified that the formed driver is crimped into the cutouts of the nitinol strip, and the positioning of the nitinol strip in relationship to the center of the open jaw. The results of these investigations are documented on the clip device final quality checklist. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Since the nitinol strip was not returned for evaluation, a review was performed in the non-conforming report (ncr) database to see if there were any documented issues within that specific lot number of nitinol strips. There were no non-conforming reports generated for nitinol strip lot numbers said to be involved. A new nitinol strip could not be installed into the formed driver and the two (2) tabs are touching, indicating that the formed driver was crimped properly in the manufacturing process. The nitinol strip was also verified to be present in the clip device final quality checklist. The device history records were reviewed. The assembly order for these lots were manufactured december 2017. The manufacturing records and or final quality control checklist indicated three rejections for missing nitinol strip. The "nitinol strip detached" issue experienced by the customer was confirmed. The root cause was not determined. All devices receive a 100% inspection prior to shipment. None of the product from the lot number said to be involved remain in the finished goods inventory. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. There are multiple inspections at the approved supplier to ensure the nitinol strip is present and properly installed prior to shipment of the device. It is unknown at what point the strip detached. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Occupation: non-healthcare professional. This investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
In preparation for a procedure, the user selected a cook instinct endoscopic hemoclip. The inner clip was already broken in the package. Additional information received on (B)(6) 2018: the arms of the clip, and there is a smaller clip inside [nitinol strip inside the clip jaws]. One of these was already broken. There was no reportable information at this time. The device was received for evaluation on (B)(6) 2019. The nitinol strip inside the clip jaw was detached and not included in the return. This occurred prior to patient contact; there was no impact to the patient.